Event description:
The affiliate reported a customer that stated that the biological indicator readout was positive. It was also reported that the load was used in surgery. The customer did not provide any info regarding potential pt injury related to the unrecalled items.

Manufacturer narrative:
Other, suspected positive bi.